Manufacturer narrative:
Follow up 18-jun-2015: case considered closed. Follow up information received on 06-jul-2015: the required number of follow-up attempts has been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had a perforation during essure (fallopian tube occlusion insert) insertion. The device was removed via a laparoscopic procedure due to pain. The reported events, interpreted as uterine perforation and pelvic pain, were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure); if a perforation occurs patient may experience pain or discomfort. Therefore, a causal relationship between the reported events and the suspect insert cannot be excluded in this case. Due to the required intervention, this case was considered an incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a medical doctor in united states on 17-feb-2015 which refers to an adult (30's) female patient who was involved in an essure® generic market research program, study number: (B)(6). Additional information received on 17-feb-2015. Physician reported that a patient, who had essure inserted for sterilization, had a perforation during insertion. On unspecified date, essure was removed via a laparoscopy procedure due to pain. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had a perforation during essure (fallopian tube occlusion insert) insertion. The device was removed via a laparoscopy procedure due to pain. The reported events, interpreted as uterine perforation and pelvic pain, were considered serious due to medical importance and are listed according to essure's reference safety information. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure); if a perforation occurs patient may experience pain or discomfort. Therefore, a causal relationship between the reported events and the suspect insert cannot be excluded in this case. Due to the required intervention, this case was considered an incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.